Event description:
The doctor had difficulty advancing the balloon into the patient. On 9/16/98, datascope was notified that the iab was probably discarded and would not be returned to datascope for evaluation. (Event complications: unknown - reported 8/26/98.) (Pt's current status: unk - reported 8/26/98.)